Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer noticed fluid in the ion-selective electrode (ise) module and cleaned the electrodes. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse re-conditioned the electrodes and re-calibrated the system. The customer ran quality controls and patient samples, which were acceptable. The customer did not obtain any more negative anion gaps. The cause of the discordant, falsely elevated chloride results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated chloride (cl) results were obtained on two patient samples on an advia 1800 instrument. The customer also obtained negative anion gaps. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting lower. The repeat results from the alternate advia 1800 instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.